Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was confirmed to be in good condition prior to use, and the irrigation system was opened. During the procedure, the fiber stuck to the tissue. Upon removal of the fiber, it was observed through endoscope that the glass cap broke. The fiber metal cap did not detach. It was noted that the fiber tip was not cleaned during the procedure. The fiber was replaced and a second fiber was utilized to complete the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: with the available information bsc concluded that the reported fiber tip break was not identified as the glass/metal cap were present on the fiber tip, and functional testing with the hene (helium-neon) laser fixture did not identify any signs of breakage along the fiber's length. However, analysis identified a distal circumferential fracture on the glass cap; therefore, the event is confirmed. A distal circumferential fracture has the potential for forward firing. It is probable that the tissue adhesion identified on the metal cap contributed to the elevated temperatures leading to the circumferential fracture. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage including circumferential fracture. Although analysis identified the glass cap exhibited severe devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber tip break as analysis did not identify breaks along the fiber body or fiber tip separation. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap exhibited a circumferential fracture at the distal side of the fiber cap fusion zone at the bevel edge. The fiber proximal to the fracture can rotate independently of the metal cap. The metal cap exhibited severe debris adhesion on its surface, indicative of prolonged tissue contact. The glass cap exhibited severe devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed that the aiming beam was at the output window, and there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was confirmed to be in good condition prior to use, and the irrigation system was opened. During the procedure, the fiber stuck to the tissue. Upon removal of the fiber, it was observed through endoscope that the glass cap broke. The fiber metal cap did not detach. It was noted that the fiber tip was not cleaned during the procedure. The fiber was replaced and a second fiber was utilized to complete the procedure.